Manufacturer narrative:
The customer's device was not returned to heartsine for evaluation. A cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report that their device failed to detect a patient impedance during a sudden cardiac arrest event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted heartsine to report that their device failed to detect a patient impedance during a sudden cardiac arrest event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device failed to detect a patient impedance during a sudden cardiac arrest event. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Section b1 adverse event/product problem of supplemental MDR indicates: product problem. Section b1 adverse event/product problem of supplemental MDR should indicate: adverse event and product problem. Section b2 outcomes attributed to ae of supplemental MDR indicates: blank. Section b2 outcomes attributed to ae of supplemental MDR should indicate: death. Section b2 death date of supplemental MDR indicates: blank. Section b2 death date of supplemental MDR should indicate: (B)(6) 2025. Section b5 executive summary of supplemental MDR indicates: the customer contacted heartsine to report that their device failed to detect a patient impedance during a sudden cardiac arrest event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. Section b5 executive summary supplemental MDR should indicate: the customer contacted heartsine to report that their device failed to detect a patient impedance during a sudden cardiac arrest event. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive. Section h1 type of reportable event of supplemental MDR indicates: malfunction. Section h1 type of reportable event of supplemental MDR should indicate: death. Section h6 health impact code of supplemental MDR indicates: no health consequences or impact. Section h6 health impact code of supplemental MDR should indicate: death.

Event description:
The customer contacted heartsine to report that their device failed to detect a patient impedance during a sudden cardiac arrest event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
A service representative performed evaluation of the customer¿s device and was not able to duplicate the reported issue. During the reported patient-involved event on the (B)(6) 2025, the device recorded a manual power on of 5 minutes and 46 seconds. The device recorded the normal advisory speech prompts to apply the pads to patient. The device continued to log ¿apply pads¿ prompts throughout the event, as an in-range patient impedance was not detected during the event. No fault was found on the sam 350p. No continuity issue was identified on the patient output cables and no fault found on the pogo pins that would have resulted in an impedance detection or power supply issue. The device accurately measured impedances throughout the specified range, even under the stress of elevated temperature. The device delivered the shock therapy sequence without fault. Furthermore, the device recorded ECG data accurately without noise or other abnormalities. Heartsine records indicate the device had performed to specification throughout sam 350p final unit test, h032-014-004 on the 18th august 2021, indicating no fault with the impedance sensing at this time. Furthermore, the reported issue could not be reproduced during testing at heartsine. As the pad-pak used in the event was not returned it can only be suggested that the reported issue related to situational factors, e.g., incorrect placement of pads on patient or the pad-pak being incorrectly seated within the device. This device shall by retained by heartsine.